Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 29 times. The following information was provided by the initial reporter. The customer stated: "many centers reported the tube had low draw issue."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2056074. D.4. Medical device expiration date: 2023-08-31. H.4. Device manufacture date: 2022-02-25. D.4. Medical device lot #: 2068758. D.4. Medical device expiration date: 2023-09-30. H.4. Device manufacture date: 2022-03-09. D.4. Medical device lot #: 2095161. D.4. Medical device expiration date: 2023-10-31. H.4. Device manufacture date: 2022-04-05. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from each lot were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.